Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the end of the hemopro 2 probe was bent (the shaft tip) and the insulation was compromised. This was noticed in the leg during ligation. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft tip had separated from the shaft and the tip of the shaft was cracked. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "shaft tip bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).